Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. After 5 days on support, false position in aorta alarms occur despite an echcardiogram which verified positioning. The device used for another 12 days without another reported incident. The pump was not returned. Data logs were recovered. Data log review showed no known abnormality patterns linking this issue to the automated impella controller (aic). All impella position in aorta alarms occurred within the same hour before placement monitoring was disabled. Placement monitoring disabled was turned off within 1 hour and no impella position in aorta alarms occurred again. The cause of the optical signal issue was not determined since product was not returned, insufficient clinical details, with data log patterns that did not link the problem to the aic and did not fit any known problems. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that false impella in aorta alarms appeared during patient support. The staff was walked through disabling the placement signal monitoring and support continued uninterrupted. Decision made to withdraw care, patient expired.